Event description:
It was reported that during an arthroscopic procedure the physician was utilizing a topaz microdebrider wand. The physician had made approximately 10-15 passes into the tissue, after which it became difficult to penetrate the tissue. The physician believed the tip of the wand had broken off and was in the patient. An x-ray of the surgical site was performed but no device fragments were seen. Another topaz microdebrider was opened to complete the procedure. After the procedure had been completed it was noticed that the tip of the wand was still intact, only hidden by the insulation on the shaft of the wand. No complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received.